Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for unknown reason. Doi: (B)(6) 2009, dor: (B)(6) 2019, right hip.